Event description:
Customer called to report a hospitalization due to low blood glucose. The customer's current blood glucose reading is 160 mg/dl. The blood glucose reading at the time of the event was 32 mg/dl. The customer experienced low blood glucose readings for two days. The customer was not disconnected during the rewind/prime sequence. During troubleshooting, reviewed priming technique, correct. Programming is correct. Checked insulin level in reservoir, correct amount showing in status screen. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.